Event description:
It was reported that the customer had a high blood glucose level of 600 mg/dl. Customer was feeling abdominal pain. Customer attempted to contact his diabetic educators. Customer has treated with a manual syringe. Troubleshooting was performed and the insulin did exit the tubing. Customer did not have a tubing clamp. Customer will be sent a tubing clamp and call back to complete troubleshooting. Customer stated that the insulin looked cleared. Customer was advised to change the entire set, reservoir, and insulin. Customer changed out the site. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.